Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open wounds nearing the point of being ulcers, bruising, digging into skin. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.